Manufacturer narrative:
Date of event: unknown/not provided; best estimate (B)(6) 2017. If implanted; give date: (B)(6) 2017. Exact implant date is unknown/not provided. If explanted; give date: not applicable as the lens remains implanted. The device was not returned for analysis. The lens remains implanted. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A patient contacted johnson & johnson vison to report her experience with symfony lens implants in both eyes. Reportedly, around (B)(6) 2017, following the explant of a non- j&j lens due to higher order aberrations (hoa), the patient had her first symfony lens implanted. One month later, the second symfony lens was implanted in the other eye, replacing a non j&j lens. One month later, yag capsulotomy was done on both eyes due to reported haziness and the yag capsulotomy improved the vision clarity. Three months later, a lasik procedure was performed in the right eye to address a refractive error. Three months later, a second lasik procedure was performed in the right eye. The vision is now ok for close-up, but the patient still has hoa, and stated as double vision, ghosting occurs day and night, with vibration around fluorescent lights. The patient¿s dominant eye has clear vision out to about 6 meters. No additional information was provided to johnson and johnson surgical vision, inc. Note: 2 MDR¿s to be submitted, one for each affected eye. This report documents the details pertaining to the right eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.